Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2723 showed one other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported the PICC was removed due to not flushing, this issue kept happening so staff decided to remove and fracture noted internally at 9cm after use. The patient's PICC was sluggish when flushing. Gave good blood return so treatment given, but then PICC was removed.